Manufacturer narrative:
The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings. A search of the complaint file did not find any other reports with the involved product code/lot# combination.

Event description:
The user facility reported that it was difficult to insert the device into the insertion sheath. Another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved. Blood loss was reported to be less than 250 cc. There was no health damage to the patient.